Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log confirmed the reported occlusion error. The error was caused by a faulty upstream occlusion (uso) sensor. The uso sensor was replaced.

Event description:
It was reported that the pump showed a downstream occlusion error. Per reporter, the pump's rubber seal on the sensor is also worn. There was no patient involvement.